Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, noise and low impedance due to a possible fracture. It was further reported that an insulation breach was visually confirmed. The lead was reprogrammed until a revision could be completed. The patient is a participant in the systems longevity clinical study. It was later reported that the rv lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, noise and low impedance due to a possible fracture. It was further reported that an insulation breach was visually confirmed. The lead was reprogrammed until a revision could be completed. The patient is a participant in the systems longevity clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the rv lead had exhibited an increase in thresholds prior to replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A 65 low impedance paces were observed prior to the lead warning on (B)(6) 2013. A 90 non-physiologic senses were observed prior to the lead warning on (B)(6) 2013 and 197 had been observed post lead warning.